Event description:
It was reported that the user removed a cartridge to start a new sensor, waited an hour, and then experienced persistent high glucose reported at 401 mg/dl while unable to reconnect the ilet pump and cgm; the user reported using an inset infusion set and had difficulty following troubleshooting and education provided by the customer care agent. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need to discontinue pump dosing guidance due to prolonged cgm disconnection and instruction to use backup therapy or seek emergency care. Investigation of this case revealed user difficulty with pump-cgm reconnection and therapy transition, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors were the most probable cause.